Event description:
It was reported that the implantable cardioverter defibrillator exhibited back up mode due to the magnetic resonance imaging (MRI) settings not being enabled by the user prior to MRI. Programming changes were made on the device. No patient consequences.